Manufacturer narrative:
The product was not returned for evaluation. The reporter was unsure if the cannula was properly seated in the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16. Using the pod 5 / page 42-43: warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient¿s blood glucose (bg) levels exceeded 14 mmol/l (252 mg/dl) after wearing the pod between 36 and 48 hours on the hip/buttocks. The patient was unsure if the cannula was properly seated in the infusion site. To treat the patient's elevated bg levels, a new pod was applied. When the pod was removed, it was noted that the skin at the site appeared red and irritated.

Manufacturer narrative:
The returned product was evaluated and performed as designed. The pod was found to have terminated in an occlusion alarm, a safety feature not considered a malfunction. A bolus was being delivered, so it is possible that the increase in pulse widths was related to physiological factors at the infusion site, but this could not be conclusively determined. No defect or deficiency that would result in the cannula to fail to insert correctly or the pump to fail to deliver insulin was found.